Manufacturer narrative:
Continued e.1. Facility name: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Through journal article "a novel technique for immediate nipple reconstruction with a rectangular flap in implant-based breast reconstruction", healthcare professional reported of 112 breast cancer patients who underwent skin-sparing mastectomy, 5 patients (4.3%) reported "discomfort associated with capsular contracture formation (baker grade unknown)" one year after surgery. Affected sides and device status are unknown.